Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the clinical sales representative (csr) called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the second surgeon side console (ssc) had an image in both eyes and the surgeon was using that ssc. At end of procedure, the customer would power cycle and see if the issue was corrected. The procedure was completed as planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer confirmed that the issue occurred during the procedure, post-anesthesia and port placement. The surgeon was never successfully able to see through the hrsv and go into following mode on the affected ssc, and instead had to utilize the second ssc of the dual console setup. The procedure was completed robotically utilizing that second console. The reporter confirmed that there was no report of any patient injury. The reporter was not able to provide the requested patient demographic information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse replaced the hrsv monitor to resolve the issue. System inspected, tested, and verified as ready for use. Intuitive surgical, inc. (Isi) received the hrsv monitor involved with this complaint and completed the evaluation. Failure analysis replicated the reported complaint. The monitor was installed and tested in the printed circuit assembly (pca) system. The system started up and failed with black screen without video. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a right hemicolectomy procedure was performed on system (B)(4) on (B)(6) 2022. This complaint is being reported based on the following conclusion: the customer converted to the second surgeon side console (ssc) after the start of the procedure due to there was no image in the left eye of ssc1. Fse replaced the hrsv-3 monitor to correct the issue. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.